Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device rpm was below specification. This was attributed to normal wear. Maintenance was performed and the device was returned to the customer on (B)(4) 2012.

Event description:
Customer reported that the motor speed and torque strength were low. This is report 1 of 1 for complaint #(B)(4).